Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Noise observed on two episodes in the arrhythmia logbook that were available for viewing was analyzed. Further review indicated that the minute ventilation was on and lead impedance measurements were within normal range. With the device in vvir mode and mv on, no noise was noted on the e-grams and event markers. The device was also put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was concluded that the device met specifications.

Event description:
Boston scientific received information that constant high frequency ventricular rate noise was observed on the pacemaker and right ventricular (rv) lead. The device was explanted and replaced with a competitor's device; after which, the lead was thoroughly measured with no issues noted. Additional information indicated that the noise did not lead to oversensing, pacing inhibition or aystole and was attributed to possible device defect. The lead remains in service and was functioning properly with the patient's new device. No adverse patient effects were reported.